Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto inner pouch and outside its returned introducer sheath. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found loose and retracted from the coupler tube, indicative of a detachment attempt using an instant detacher. The pusher was found kinked at ~3.3cm from the proximal end. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. No damages were found with the retainer ring. Testing/analysis: the concerto coil could not be used for resistance testing as the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed. The actuator interface was found retracted, the release wire/coin was retracted, and the implant coil was detached as expected by the detachment subassemblies. Customer did not report detaching the device. As the unknown non-medtronic micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto was being used as per the IFU but the coil did not pass through the microcatheter that was used in the procedure. A new medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the resistance was at the catheter hub. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage overserved to the coil or catheter. The catheter was not a medtronic product.